Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [10 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(4) 2017 that an empty pump alarm was occurring and they had access to the patient and clinician programmer. It was noted that the patient was no longer using the pump and did not have an hcp. The pump off code was requested. The date of the event was reported to be 15 months ago/2016. No symptoms or complications were reported or anticipated.